Event description:
Fragmatome handpiece would not prime, screen indicated could not prime while running, cartridge was changed out, machine was shut down, all unsuccessful. Operating room staff called rep at time of incident and he said it was possible to prime the machine during the case. What he advised to do was all the steps staff have already tried without success.